Event description:
It was reported that this pacemaker went into safety mode and triggered an alert. The pacemaker was recommended to be explanted and has been explanted. The pacemaker is also expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker went into safety mode and triggered an alert. The pacemaker was recommended to be explanted and has been explanted. The pacemaker is also expected to be returned. No additional adverse patient effects were reported. Subsequently, the device was returned for analysis.

Event description:
It was reported that this pacemaker went into safety mode and triggered an alert. The pacemaker was recommended to be explanted and has been explanted. No additional adverse patient effects were reported. Subsequently, the device was returned for analysis.

Manufacturer narrative:
The device was returned for analysis. The cause not established investigation conclusion code was selected based on analysis evidence which indicated the complaint was likely caused by device malfunction, but the cause could not be determined as the device hybrid current was normal and analysis of the battery did not find any issues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. The device was returned for analysis. The cause not established investigation conclusion code was selected based on analysis evidence which indicated the complaint was likely caused by device malfunction, but the cause could not be determined as the device hybrid current was normal and analysis of the battery did not find any issues. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker went into safety mode and triggered an alert. The pacemaker was recommended to be explanted and has been explanted. No additional adverse patient effects were reported. Subsequently, the device was returned for analysis.